Event description:
It was reported that the device kinked. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system was positioned in the laa and a watchman laa closure device and delivery system was advanced. The closure device was deployed, but required recapture. The recapture was performed and it was noted that the was was kinked. A wire was advanced and the was was exchanged for another was and the procedure was continued. There were no patient complications.